Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, cardiohelp (serial number(B)(4)) was in-use at (B)(6) hospital, when the unit rebooted while on the patient. There was no known effect to the patient during this event. Additionally, the patient continued to be supported during the reboot. The unit was taken out of service. (B)(4).